Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch was identified as being faulty. This repair is pending a customer purchase order approval.

Event description:
The field engineer reported an intermittent power switch operation, which would cause an intermittent system no boot. There is no report of pt injury associated with this event.